Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized after experiencing an elevated blood glucose (bg) level above 300 (mg/dl) and diabetic ketoacidosis. Reportedly, the customer attributed their hospitalization to "bad insulin". The pump and manual injection was delivered prior to hospitalization. While hospitalized the customer was treated with intravenous insulin and fluids then released 3 days later.